Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. From (B)(6) 2014 through (B)(6) 2016 maximum rv pacing impedance rose from 1007 ohms to 2907 ohms. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015 rv capture threshold measured 2.5 volts and consistently measured 2.5 volts.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. Parameters on the lead were reprogrammed and the lead remains in use. A lead replacement is planned during the next device replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that a lead fracture was suspected. The lead was explanted and replaced.